Event description:
Boston scientific received information that this device was emitting tones and upon interrogation, a fault code 1003 was observed and the voltage is too low for remaining capacity. However, the remaining longevity is eight years. A data download was performed and evaluated by a boston scientific engineer who confirmed the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate; they should no longer be relied upon to determine the depletion status of the device. Therefore, the device was explanted and replaced without further incident. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.